Manufacturer narrative:
The date of the event was reported as an unknown date between (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-dehp extension sets ¿turned milky in color and thicker in the filter¿ and ¿cloudy precipitate¿. The event occurred during patient infusion with veletri and normal saline. The drug is protected from light with an amber sleeve. The filter was changed within twenty-four hours instead of the recommended 96 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection observed white particulate was observed in the filter housing of the IV filter non-dehp extension set. The reported condition was verified. The potential cause of the event was due to precipitate formation include degradation of the velitri solution and/or exposure to uv light over time. As the precipitate was analyzed, the fatty acid salt found was similar in structure to epoprostenol (material found in the veletri product). Furthermore, the velitri manufacturer stated random events of precipitate forming during infusion have occurred, although they are unable to pinpoint specific causes. The sample analysis also showed that greater exposure (longer duration) to uv light led to more precipitate formation, suggesting degradation of the solution. The customer stated that the veletri is mixed in 100ml viaflex mini-bag and the final compounded drug is protected from light with an amber sleeve, the tubing and filter are not protected from light. However, when the customer covered the filter as well as per recommendation of baxter, the precipitate condition was shown to improve, further suggesting degradation of the solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.